Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the reported kink appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The 4.5x15mm nc trek rx balloon dilatation catheter (bdc) was used for post dilatation after angiographic findings showed subacute thrombosis in the left main (lm)-lad stent and poor expansion of the lm tail. The guiding catheter and sheath got stuck when the sheath was retracted so the guiding catheter and sheath were withdrawn together. The balloon was simply withdrawn and the shaft was noted to be bent. There was no adverse patient effect and there was no clinically significant delay in the procedure.